Event description:
The patient experienced a loss of efficacy. The deep brain stimulator was turned on during or after exposure to a wand at a security gate or theft detector at the airport. During the same call the device was reported to be powered off. The patient was unable to adjust stimulation. The patient's status was "fair". Two days later the device remained powered off; the patient was still unable to adjust stimulation. The therapy had been off for "some time". The patient programmer was positioned over the neurostimulator. Only the 9 volt battery indicator was lit. The patient's hcp hadn't seen the patient and was unaware of patient symptoms, outcome or interventions. A follow-up report will be submitted if additional information becomes available. Please see MFR. Report #3004209178200803698.